Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy procedure, the tip of the fenestrated bipolar forceps (fbf) instrument broke and a fragment fell inside the patient. The event occurred during instrument removal. The fragment(s) wererretrieved during the same surgical procedure by irrigation and suctioning. They were unable to confirm that all fragments were retrieved. The procedure was completed robotically using backup fbf instrument.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received, and failure analysis found the instrument to have a broken molded insulator on the upper jaw. The broken molded insulator likely caused the grip tip to be fully detached. The broken piece was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. Visual inspection was performed and found no external damage to the housing or main tube. The input disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. Additionally, the instrument was found to have a detached fragment. Fragments were not returned and were likely caused by the broken over molded insulator. The entire upper grip tip was detached.

Event description:
Refer to h11 for follow-up information.